Event description:
The pt contacted lifescan alleging that their one touch ultrasmart meter was prompting the error 5 message. The pt neither alleged harm nor experienced injury or medical intervention. They reported being taken to the hospital; however, no treatment was received. The customer care representative (ccr) verified that the pt had been using correct testing techniques and the test strips were in good condition. The ccr walked the pt through a retest and the meter prompted the error 5 message. According to the owner's manual, an error 5 message would indicate that the meter detected a damaged test strip or an incompletely filled confirmation window. Based on the info supplied, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. Issue was not resolved through troubleshooting. The meter, test strips, and control solution were replaced.